Event description:
Fastrac safety scalpel exploded when the physician pushed the retract button. The spring came out and shot the blade of the scalpel across the room. Hit the wall, and came back and hit the physician's leg.